Event description:
The customer contact reported backflow of fluid from the secondary tubing set into the primary solution container. The primary tubing set was being used to deliver an unspecified solution via a symbiq pump. The secondary tubing set was connected to the primary tubing set for piggyback delivery of an unspecified concentration of fortaz. The primary solution container was lowered below the secondary solution container. After an unspecified length of time in use, the nurse noted the secondary solution was flowing into the primary solution container. It was reported the nurse clamped the primary tubing set and the fortaz delivery was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).